Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the back of the cassette after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm several times during fill 4 of 4 of treatment and the treatment was cancelled. As the patient contact was removing the cassette and lifted it from the latch, no more than a cup/4oz of fluid spilled out from the back of the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that fluid had collected at the bottom of the pump modules and leaked from the door when the cycler was tilted at the end of treatment. The patient contact captured the fluid with a towel. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) to drain in the absence of the cycler. The patient contact confirmed that the patient left the door open to dry out and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the back of the cassette after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm several times during fill 4 of 4 of treatment and the treatment was cancelled. As the patient contact was removing the cassette and lifted it from the latch, no more than a cup/4oz of fluid spilled out from the back of the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that fluid had collected at the bottom of the pump modules and leaked from the door when the cycler was tilted at the end of treatment. The patient contact captured the fluid with a towel. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) to drain in the absence of the cycler. The patient contact confirmed that the patient left the door open to dry out and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.